Event description:
Information received indicates the brake will not engage on the foot end of the stretcher.

Manufacturer narrative:
The technician replaced the brake/steer linkage for the head and foot end to repair the stretcher.